Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was having a blood sugar of 400 mg/dl, and wanted to know the possible reason why. Elevated bg level was treated by administering a manual injection. System check was performed with tandem technical support and it was determined that the customer was not only using cold insulin, but they were using the insulin for 72 hours rather than the recommended 48 hours. Additionally, the customer was applying tape over the insertion site, and pump settings had been changed by their healthcare provider, but instead of the intention for more insulin delivery, only the target bg levels had been changed. Recommendation was made for the customer to use room temperature insulin, change site/ supplies every 48 hours, instead of 72 hours, consult with their healthcare provider regarding pump settings, and to apply a dermal layer with a hole cut inside it, instead of covering the entire site with large amounts of tape.